Manufacturer narrative:
(B)(4). Correction. The conclusion code was inadvertently not added to the initial MDR. Conclusion code "92" has been added. Additional information: a batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Event description:
The customer reported to baxter (B)(4) on (B)(6), 2010 an incident where a rupture in the tubing occurred during the injection of product solution with the solution administration set. This incident occurred during filling. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The sample was not available as it was discarded. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4)